Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 10.5 mm from the distal end. There was scratch around the broken point. The fracture surface of the probe showed that crack developed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked when the user activated output contacting with metal or something hard object such as metal clips, stapler, or other instruments, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the distributor that during a liver surgery using the subject device, the following event occurred. *breakage(cracked) of the probe and poor coagulation. There was no patient injury reported. The following additional information was informed by the distributor on jan. 7, 2021. *the surgeon activated the probe often without tissue between the jaws which causes the teflon pad to melt. The probe only broke when it was being cleaned, already outside the patient. The generator connected to the device warned of the failure several times before it happened.

Manufacturer narrative:
This is a supplemental report to provide additional information. On june 2, 2021, we confirmed the correct aware date(g3) was "may 20, 2021", not jan 7, 2021. Therefore, we correct the aware date to may 20, 2021.